Manufacturer narrative:
The device remained in use supporting the patient and was not available for evaluation; therefore, the root cause of the reported event could not be conclusively determined. Review of the submitted system controller log file confirmed several transient low speed/pump stoppage events between 15:05 and 15:37 on 2017(B)(6). These events were accompanied by low speed hazard alarms and one transient low flow hazard alarm. The events occurred while the system was connected to the power module and appeared consistent with a potential driveline wire compromise. Additionally, the submitted x-ray images of the driveline revealed a potential area braided shield breakdown on the internal portion of the driveline. The patient remained ongoing on vad support with an ungrounded patient cable for use with the power module and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during an outpatient clinic visit, the physician connected the system controller to the power module and a red heart/pump stop alarm occurred. The patient was sitting on the bed in an upright position when the alarm occurred. This position change was repeated, and the pump stoppage occurred again. The system controller was placed on battery support. It was reported that the patient had a weight gain of 10 to 15 kg since implant in 2014. The patient reportedly is not a heart transplant candidate. The patient was asymptomatic. X-ray images showed a stressed and thinned area of the driveline internal to the patient, directly at the pump body/bend relief, and also a stressed part along the c-shape curve of the tunneled portion of the internal driveline. A compromise to the driveline was suspected. The patient was provided with a non-grounded patient cable for long term use with the power module. No additional information was provided.